Event description:
It was reported that the patient underwent an alif procedure in 2011 where rhbmp-2/acs was implanted. Postoperatively, the patient developed an infection that required 6 weeks of antibiotics. Patient also reports continued pain since surgery. No further information was provided.

Manufacturer narrative:
(B)(4).